Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the station experienced a tower door failure due to the faulty latches. A field service engineer replaced the tower door latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower experienced a failure with tower door. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.